Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting, caval thrombosis, thrombosis/embolism, deep vein thrombosis (dvt), and pain post implant. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Deep vein thrombosis (dvt) and thrombosis/embolism was reported. Blood clots, clotting and/or occlusion of the inferior vena cava or the vasculature do not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Inferior vena cava filters are not indicated for use in the prevention of deep vein thrombosis. Due to the nature of the complaint the reported pain experienced by the patient could not be further clarified. Pain does not represent a device malfunction and may be related to underlying patient specific issues. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt could not be confirmed or further clarified. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting, caval thrombosis, thrombosis/embolism, deep vein thrombosis (dvt), lifetime anticoagulation and pain post implant. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting, caval thrombosis, thrombosis/embolism, deep vein thrombosis (dvt), and pain post implant. The patient reported becoming aware of filter migration, tilting, blood clots, clotting, and/or occlusion of the ivc and dvt approximately three years and ten months post implant. The patient also reported experiencing post implant pain and ankle swelling in addition to anxiety related to the filter. According to the implant record the indication for the filter implant was dvt with massive pulmonary embolus (pe). The filter was placed via the left common femoral vein and deployed below the level of the renal veins. Prior to deployment an inferior vena cavogram was obtained and identified the confluence of the iliac veins and renal veins. The cava was measured, and it was found to be of adequate size for the filter. A repeat inferior vena cavogram revealed that the inferior vena cava was widely patent, and the filter was in good position. The patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Deep vein thrombosis (dvt), thrombosis/embolism, blood clots, clotting and or occlusion were reported. Blood clots, clotting and/or occlusion of the inferior vena cava or the vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Inferior vena cava filters are not indicated for use in the prevention of deep vein thrombosis. Due to the nature of the complaint the reported pain experienced by the patient could not be further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and migration could not be confirmed or further clarified. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting, caval thrombosis, thrombosis/embolism, deep vein thrombosis (dvt), lifetime anticoagulation and pain post implant. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient was reported to have a preoperative diagnosis of deep venous thrombosis (dvt) with massive pulmonary embolus (pe). The patient¿s left groin was prepped and draped in a sterile manner. Lidocaine was infiltrated in the skin overlying the left common femoral vein and the left common femoral vein was accessed in a retrograde fashion using a needle. A guidewire was inserted under fluoroscopic guidance into the inferior vena cava and a calibrated sheath and catheter were inserted into the inferior vena cava (ivc). An inferior vena cavogram was obtained. The confluence of the iliac veins and renal veins were identified; the cava was measured, and it was found to be of adequate size for the filter. At this point, the sheath was positioned in the inferior vena cava below the renal veins. An optease filter was inserted and deployed. A repeat inferior vena cavogram revealed that the inferior vena cava was widely patent, and the filter was in good position. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately three years and ten months after the filter implantation. The patient reports filter migration, tilting, blood clots, clotting, and/or occlusion of the ivc, and that a computed tomography (CT) scan of the optease ivc filter also reported tilt, migration, caval thrombosis, thrombosis/embolism, and deep vein thrombosis (dvt). The patient was placed on lifetime anticoagulation and suffered from pain post implant and ankle swelling as a result of these injuries. The patient also experienced emotional distress, mental anguish, anxiety and stress related to the filter.